Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('but my perforation was the worst he has ever seen. Said one coil was on my coil, one under my uterus closer to my spine') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils was embedded into my colon"), pelvic pain ("pain"), back pain ("extreme back pain"), migraine ("migraines"), arthralgia ("joint pain/ hip pain"), inflammation ("inflammation "), anxiety ("anxiety"), dysgeusia ("metal taste"), pain in extremity ("leg pain"), dyspareunia ("painful sex") and intentional device use issue ("insert another one in same tube") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, back pain, migraine, weight increased, arthralgia, inflammation, anxiety, dysgeusia, pain in extremity, dyspareunia and intentional device use issue outcome was unknown. The reporter considered anxiety, arthralgia, back pain, device dislocation, dysgeusia, dyspareunia, inflammation, intentional device use issue, migraine, pain in extremity, pelvic pain, uterine perforation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device insertion difficult. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: fu 2 & fu 3 were processed together. Information received via social media: new events - but my perforation was the worst he has ever seen. Said one coil was on my coil, one under my uterus closer to my spine, one of my coils was embedded into my colon, insert another one in same tube, pain, weight gain, migraines, joint pain, hip pain, inflammation, anxiety, dysgeusia, leg pain, painful sex, back pain were added. Reporter's information was added. Case is upgraded from non-serious incident to serious incident. On 16-jan-2020: fu 2 & fu 3 were processed together. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('but my perforation was the worst he has ever seen. Said one coil was on my coil, one under my uterus closer to my spine') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". In january 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils was embedded into my colon"), pelvic pain ("pain"), the first episode of back pain ("extreme back pain"), migraine ("migraines"), the first episode of arthralgia ("joint pain/ hip pain"), inflammation nos ("inflammation "), the first episode of anxiety ("anxiety"), the first episode of dysgeusia ("metal taste"), the first episode of pain in extremity ("leg pain"), the first episode of dyspareunia ("painful sex"), intentional device use issue ("insert another one in same tube"), pain ("so much pain"), the second episode of arthralgia ("joint pain"), inflammation ("inflammation"), the second episode of dysgeusia ("metal taste"), the second episode of anxiety ("anxiety"), the second episode of dyspareunia ("painful sex"), pain in hip ("hip pain"), the second episode of pain in extremity ("leg pain") and the second episode of back pain ("back pain") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (robotic vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, migraine, inflammation nos and intentional device use issue outcome was unknown. The reporter considered device dislocation, inflammation nos, intentional device use issue, migraine, pain, pelvic pain, uterine perforation, the first episode of anxiety, the first episode of arthralgia, the first episode of back pain, the first episode of dysgeusia, the first episode of dyspareunia, the first episode of pain in extremity, the first episode of weight increased, inflammation, the second episode of anxiety, the second episode of arthralgia, the second episode of back pain, the second episode of dysgeusia, the second episode of dyspareunia, the second episode of pain in extremity, the second episode of weight increased and pain in hip to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device insertion difficult. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events weight gain, inflammation, metal taste, joint pain, leg pain, back pain, painful sex, hip pain and anxiety were added. On 20-mar-2020: no new information was received. On 20-mar-2020: new event pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.